Event description:
New information received notes that the device was changed out and replaced with a competitor device. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, it was observed that the device reached the elective replacement indicator after only three years. The physician believes that the battery prematurely depleted. A device replacement was discussed. The patient has no adverse medical conditions at this time.